Manufacturer narrative:
(B)(4).

Event description:
A consumer reported that a patient whose indication for use is parkinson's dual and movement disorders had been going through implantable neurostimulators (inss) every 12-15 months so they had put in a rechargeable ins. When asked whether the inss had prematurely depleted the consumer had noted no and that the batteries were not good when they took them out. When the patient did not have stimulation therapy the disease was like cerebral palsy; the left arm and left leg pull up. This had resulted in ins replacement on (B)(6) 2013.

Event description:
Additional information was received from a health care provider (hcp). It was reported that the health care provider (hcp) is no longer seeing the patient as the patient moved to a different city about 4 years ago. No information was given about the patient's new hcp. If additional information is received, a follow-up report will be submitted.